Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05w0p, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a lot of vaginal pain after implant despite adjustments. On (B)(6), the healthcare provider revised the implant keeping the ins (stimulator) on the right buttocks, and ran a lead wire across to the left side of patient¿s buttocks. Since revision, patient now can only lay on the right side where the ins was located. The patient has a lot of pain in the buttocks area, it's really bruised. The patient has knots at incision site. The patient can't bend over and a lot of back pain. The patient was still urinating on herself. The patient said she wanted the implant removed, but hcp (healthcare provider) won't do it. The patient said she has tried multiple times to reach hcp. The patient said, "my back is killing me". She was given vicodin for her fibromyalgia, but it's not helping her pain. The patient wanted manufacturer to call hcp to tell him to remove the implant. The event or symptoms occurred following an implant. The patient's status was unknown. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.